Manufacturer narrative:
Follow-up # 1 ¿ (12/28/2013), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying a ¿need more blood¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The patient as unable or unwilling to state when the alleged issue first began. The patient reported using a set dose of insulin to manage his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. The patient reported immediately after the alleged issue occurred he developed nausea. The patient denied receiving any treatment in response to his reported symptoms. The cca was unable to troubleshoot the alleged issue since the patient did not have any testing supplies at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported as a malfunction since the alleged issue was not resolved at the time of troubleshooting with the cca.